Event description:
It was reported that the biomed stated arctic sun device did not cool below 29 c during functional check. The flow rate was 1.8, chiller temperature (t4) was 5.4, mixing pump command was 100 percentage, inlet pressure was -7.0, circulation pump command was 50 percentage, system hours was 3028, pump was2701, failed mixing pump. The biomed requested quote for 2000-hour service. The nurse stated the device was heating the patient rather than cooling. The water temperature was 84f. They removed the patient from the device and had patient on a cooling blanket now. The device did the same thing before with alert 113(reduced water temperature control) not cooling and they sent to biomed. The biomed was sent back and the device was said device needed water and then it was fine. They advised without device running they did not identify exact cause of device not cooling the patient that was chiller, mixing pump, etc. They noted the alert 113 not cooling would not be due to needing water. They encouraged to send the device to biomed for evaluation labeled13.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed mixing pump. During evaluation, it was confirmed that the unit was not cooling down properly. T4 was around 20ºc before installing pump. Installed mixing pump during decon. Mixing pump was serviced during the pm process. The device underwent pm servicing while in for repair. Serviced the mixing pump and circulation pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated arctic sun device did not cool below 29 c during functional check. The flow rate are 1.8, chiller temperature (t4) was 5.4, mixing pump command was 100 percentage, inlet pressure was -7.0, circulation pump command was 50 percentage, system hours was 3028, pump was2701, failed mixing pump. The biomed requested quote for 2000-hour service. The nurse stated the device was heating the patient rather than cooling. The water temperature was 84f. They removed the patient from the device and had patient on a cooling blanket now. The device was did the same thing before with alert 113(reduced water temperature control) not cooling and they sent to biomed. The biomed was sent back the device an said device needed water and then it was fine they advised without device running they did not identify exact cause of device not cooling the patient i.e. Chiller, mixing pump, etc. They noted the alert 113 not cooling would not be due to needing water. They encouraged to send the device to biomed for evaluation labeled13.